Event description:
The customer reported approximately 2 ml of fluid leaked from the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak due to pinhole in the tubing going through pinch valve (pv43). The fse replaced the tubing and verified the instrument. The instrument was returned to normal operation. (B)(4).